Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the reported "ec 1720" problem was duplicated. This is power_backup_capacitor_failure. The system is not reading the correct voltage on the backup cap. Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1720 during testing. No patient was present at the time of the event. There were no adverse events reported.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1720 during testing. No patient was present at the time of the event. There were no adverse events reported.